Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl while wearing the pod for approximately 25 to 36 hours. The patient reported bleeding around the adhesive, which was noted to have failed to adhere. Upon removal of the pod from the infusion site on the leg, the cannula was found to be blocked. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the blocked cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.